Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the pump had blank display. The customer¿s blood glucose level at the time of incident was 159 mg/dl. The customer reported that the pump received low battery alarm few hours ago so she changed the battery however nothing happened. The customer then inserted another new battery and then the pump again received insert new battery alarm. The customer then inserted third battery and the pump was still alarming insert new battery alarm and then the pump turned off. The customer reported the cap was missing the metal contact on the pump. The insulin pump will not be returned for analysis.